Manufacturer narrative:
The lab eval indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant report a priming error.